Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported that the lock on the mayfield modified skull clamp (a1059) was loose and the ratchet at bottom sticks. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined but the most probably root cause is wear and tear or improper handling. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.